Event description:
The customer reported that during an rfa on the thyroid gland, a burn was noticed on the pt's skin where echo probe was in contact with the electrode. The 2nd degree burn was treated with an ointment wound sheet.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.